Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced battery issues in which the pump would charge for hours but show only 20% and then later 100%, the pump became warm, and battery logs showed a rapid decrease from 80% to 20% within 20 minutes, consistent with a premature battery discharge in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.